Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and blood at insertion site. The hyperglycemia was treated with insulin pen and insulin pump. The customer received a lost sensor signal alarm, change sensor alert and had a loss of communication between the insulin pump and the transmitter. The customer reported the insulin pump was turned off and received a power loss alarm. The event involved products mmt-332a, mmt-1884, unomedical, unk_sensor. Troubleshooting was partially performed for hyperglycemia and later customer declined to continue with troubleshooting. The customer was using the auto mode/smartguard feature at the time of the event. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed for loss of communication and customer did not connect transmitter to a fully inserted sensor. Troubleshooting was performed for power loss alarm and customer was able to clear alarm. The pump was recently stored or without a battery for more than 10 minutes. Troubleshooting was performed for site issues and sensor alert and the sensor was replaced. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for unk_sensor.